Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated calcium2 results generated on the alinity c processing module for several patients. Results were not reported to medical provider. The following examples were provided. On (B)(6) 2026, sid (B)(6); 32 years female. Initial on alinity (B)(6) = 14.5 mg/dl /repeated on alinity (B)(6) =17 mg/dl /repeated=10.3 mg/dl. The customer reference range = 9.2 to 10.6 mg/dl. There was no reported impact to patient management.